Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced ineffective coverage of pain and the l5 lead was planned to be replaced. As a result, patient underwent surgical intervention on (B)(6)2020, wherein the l5 lead was unable to be fully explanted. Another lead was implanted in s1 and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined